Manufacturer narrative:
The field service representatvie provided more details regarding the service actions taken. He observed that the original adjusted heights for the cuvette blank water and detergent levels were too high. He states that the blank water was actually set higher than the top of the cuvettes. To correct the issue, he said that he readjusted the needle valve such that the heights matched specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results code - the wash solution volume dispense was too high.

Event description:
The customer stated that they received questionable results for an unknown number of patient samples tested for hdl-cholesterol and uric acid. The customer noted that they received questionable results for hdl-cholesterol after weekly maintenance was performed. The customer provided examples of results for three patient samples tested for hdl- cholesterol, no information was provided for uric acid testing. Of the three samples, one was found to have an erroneous result. The sample initially resulted as 110 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 51 mg/dl. The repeat value of 51 mg/dl was believed to be correct. The customer could not provide any information on whether the patient was adversely affected. There were no adverse events alleged. The customer declined to provide a lot number and expiration date for the hdl-cholesterol reagent. The field service representative determined that the cuvette volume heights for the wash solution were too high. He re-adjusted all liquid volumes in the cuvettes. The customer successfully ran a precision check and results were within specifications.